Event description:
The facility was conducting a product review trial of the purewick. It was being used on a male client. Upon removal 3 small open areas were noted. Throughout the product trial despite having additional education from the representative, four male clients were noted to have skin irritation and redness associated with the use of the device.